Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A specific cause for the reported low flow alarms could not be conclusively determined through this investigation. Further information regarding the event, which included log file availability, was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 left ventricular assist system and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines all visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at abbott northwestern from (B)(6) 2023 for outflow graft compression, and subsequent surgical hole perforation of the bend relief.

Event description:
It was reported that the patient had a moderately large thrombus in the outflow graft. The patient was noted to have a history of low flow alarms that were possibly related to the thrombus; the onset date of the low flow alarms was unknown. A computerized tomography (CT) scan showed the outflow graft cannula demonstrated the moderate thrombus in its proximal segment. The thrombus was larger than expected, which could have been responsible for the increased velocities and noted alarms. The mid and distal third of the outflow graft was normal in appearance, and the distal anastomosis into the mid ascending aorta was otherwise normal without dissection, dilation, or pseudoaneurysm. The patient was reportedly stable at home and the patient had no symptoms. The patient was planned for an evacuation of their outflow graft thrombus on (B)(6) 2023.

Manufacturer narrative:
B3: event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.